Event description:
Same case as manufacturer report numbers 1000089-2005-00542 and 1000089-2005-00540. Six months after a stenting treatment procedure in which an express vascular ld premounted stent was placed, angiogram revealed in-stent restenosis. The lesion being treated was an occluded lesion in the right iliac artery. Angiogram results after the stent was implanted were 'good'. The six month follow-up angiogram revealed an 80% in-stent restenotic lesion. The lesion was successfully treated with balloon angioplasty. Patient condition is reported as 'good'.